Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of deep venous thrombosis and morbid obesity was scheduled for inferior vena cava (ivc) filter placement prior to gastric bypass. The left common femoral vein was accessed and an inferior venacavogram demonstrated normal caval patency and no evidence of thrombus. The filter was advanced and deployed at l2-l3. The delivery sheath was removed and pressure was held. Following filter placement, the patient underwent micropouch gastric bypass with a cardiojejunostomy and tolerated the procedure well. Three days post filter deployment, the patient was discharged from the hospital. Approximately three years five months post filter deployment, the patient underwent abdominoplasty. Approximately eight years ten months post filter deployment, the patient presented with chronic bilateral leg swelling and shortness of breath. CT thorax scan was negative for pulmonary embolism and the patient was discharged home with pneumonia and chronic lower extremity pain. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Based on the medical records, the investigation is unconfirmed for any pe after filter implantation. The medical records allege no deficiency with the filter. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. Therefore, it is possible the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU(instructions for use) states: precautions: -the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter.

Event description:
It was reported the patient with history of deep vein thrombosis and morbid obesity had a vena cava filter successfully deployed prior to same day gastric bypass surgery. After an unknown amount of time post filter deployment, the patient allegedly experienced an episode of pulmonary embolism. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of deep venous thrombosis and morbid obesity was scheduled for inferior vena cava (ivc) filter placement prior to gastric bypass. The left common femoral vein was accessed and an inferior venacavogram demonstrated normal caval patency and no evidence of thrombus. The filter was advanced and deployed at l2-l3. The delivery sheath was removed and pressure was held. Following filter placement, the patient underwent micropouch gastric bypass with a cardiojejunostomy and tolerated the procedure well. Three days post filter deployment, the patient was discharged from the hospital. Approximately three years five months post filter deployment, the patient underwent abdominoplasty. Approximately eight years ten months post filter deployment, the patient presented with chronic bilateral leg swelling and shortness of breath. CT thorax scan was negative for pulmonary embolism and the patient was discharged home with pneumonia and chronic lower extremity pain. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eight years ten months post filter deployment, CT thorax scan was negative for pulmonary embolism and the patient was discharged home with pneumonia and chronic lower extremity pain. Therefore, the investigation is inconclusive for any pe after filter implantation. The medical records allege no deficiency with the filter. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. The instructions for use (IFU) states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore, it is possible the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU(instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter.

Event description:
It was reported the patient with history of deep vein thrombosis and morbid obesity had a vena cava filter successfully deployed prior to same day gastric bypass surgery. After an unknown amount of time post filter deployment, the patient allegedly experienced an episode of pulmonary embolism. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with history of deep venous thrombosis and morbid obesity was scheduled for inferior vena cava (ivc) filter placement prior to gastric bypass. The left common femoral vein was accessed and an inferior venacavogram demonstrated normal caval patency and no evidence of thrombus. The filter was advanced and deployed at l2-l3. The delivery sheath was removed and pressure was held. Following filter placement, the patient underwent micropouch gastric bypass with a cardiojejunostomy and tolerated the procedure well. Three days post filter deployment, the patient was discharged from the hospital. Approximately three years five months post filter deployment, the patient underwent abdominoplasty. Approximately eight years ten months post filter deployment, the patient presented with chronic bilateral leg swelling and shortness of breath. CT thorax scan was negative for pulmonary embolism and the patient was discharged home with pneumonia and chronic lower extremity pain. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eight years ten months post filter deployment, CT thorax scan was negative for pulmonary embolism and the patient was discharged home with pneumonia and chronic lower extremity pain. Therefore, the investigation is inconclusive for any pe after filter implantation. The medical records allege no deficiency with the filter. Per the medical records, the patient had bariatric surgery while the filter was implanted. Therefore, it is possible that procedural issues contributed to any filter failure experienced. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessel.

Event description:
It was reported the patient with history of deep vein thrombosis and morbid obesity had a vena cava filter successfully deployed prior to same day gastric bypass surgery. After an unknown amount of time post filter deployment, the patient allegedly experienced an episode of pulmonary embolism.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of deep venous thrombosis and morbid obesity was scheduled for inferior vena cava (ivc) filter placement prior to gastric bypass. The left common femoral vein was accessed and an inferior venacavogram demonstrated normal caval patency and no evidence of thrombus. The filter was advanced and deployed at l2-l3. The delivery sheath was removed and pressure was held. Following filter placement, the patient underwent micropouch gastric bypass with a cardiojejunostomy and tolerated the procedure well. Three days post filter deployment, the patient was discharged from the hospital. Approximately three years five months post filter deployment, the patient underwent abdominoplasty. Approximately eight years ten months post filter deployment, the patient presented with chronic bilateral leg swelling and shortness of breath. CT thorax scan was negative for pulmonary embolism and the patient was discharged home with pneumonia and chronic lower extremity pain. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the patient with history of deep vein thrombosis and morbid obesity had a vena cava filter successfully deployed prior to same day gastric bypass surgery. After an unknown amount of time post filter deployment, the patient allegedly experienced an episode of pulmonary embolism.